Event description:
A pinhole collimator fell off a smv dsx nuclear camera. The problem occurred as the gantry was rotated to the zero degree position, shortly after the collimator was changed. The pinhole collimatorweighs approximately 60 kg (132lbs). There was no patient on the equipment at the time of the incident, and no injury occurred. A patient scheduled for a nuclear scan on this system had already been injected with radiopharmaceuticals, but was able to complete his or her scan on a different nuclear camera.